Event description:
The user in (B)(6) reported obtaining an unspecified error message on the one touch verio pro meter. No further information was provided regarding the issue. There was no patient injury associated with this meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.